Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was leaking gas. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional customer contact information: name: (B)(6), occupation: biomed. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found several autofill failures and the drive manifold would not pass the all manifolds test. To fix the issue, the fse replaced the drive manifold assembly (0104-00-0031) and the screw kit, cardiosave console cover (0040-00-0458-01). The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.